Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is rupture. Device evaluation: analysis of the returned device identified an extended opening on the anterior and overweight. A visual and microscopic analysis was performed which identified fold creases, wear abrasion and a striated opening on the anterior. Based on the device analysis the final assessment is: a striated opening on anterior due to surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.